Event description:
A surgical coordinator reported a patient with blurry vision and eyes watering/tearing in both eyes following bilateral intraocular lens (iol) implant surgery fifteen years earlier. The coordinator reported the patient had an iol dislocation in both eyes. Medical records were received and reviewed. According to the medical records, that patient's visual acuity was noted to be 20/400 and 20/200 initially following the original iol implant surgery. The surgeon took the patient to surgery earlier this year, to exchange the lens for this eye. Upon entering the eye, the surgeon noted the lens was completely dislocated and he aborted the procedure. The patient was referred to a retinal specialist for consultation. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on (B)(6) 2011. (B)(4).